Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate and repair the suspect the device. The carefusion fsr replaced the main board and turbine board, but the issue was not resolved. The carefusion fsr verified all connected and reported a faulty exhalation valve, after replacing the exhalation valve the unit functions normally. The carefusion fsr performed ovp (operational verification procedure) and reported the unit meets all factory specifications.

Event description:
The customer reported while using the vela ventilator; when powered up, xdcr (transducer) fault, low ve (minute ventilation), low pip (peak inspiratory pressure), and will not ventilate. There is no patient involvement associated with the event.